Event description:
It was reported that the micu2 the ars and puncture needle were used, however, the clinician was unable to draw blood into the ars and it leaked from the connection of the ars and needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).